Event description:
The distributor reports incident in which microbubbles were formed in the extracorporeal circuit and the hemodialysis machine in use failed to alarm. A small stream of microbubbles passed the air detect sensor and may have been administered to the pt causing discomfort and coughing. Pt was administered oxygen and placed in trendelenberg position. The pt recovered in approximately 30 minutes. A portion of blood in the extracorporeal circuit was discarded resulting in ebl = 100-150 cc. No problem or defect was noted on the bloodline in use. This line was discarded at the time of the event.